Event description:
It was reported that the user experienced an elevated blood glucose of 330 mg/dl while not connected to the ilet due to a distributor supply issue with infusion sets, and they treated with subcutaneous insulin via pen; guidance was provided to clear the change infusion set alert, while the out-of-drug alert would resolve after supply replacement. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for unexpected medical intervention in the form of medication administration. Investigation included communication with the user and analysis of information they provided. Investigation of this case revealed no device problem was found, and a usage problem was identified, with the issue linked to infusion tubing and characterized as an improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.